Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020 the patient experienced hypergranulation at the stoma site which was treated with topical medications, fucidin, silver nitrate, and iso-betadine dermicum, with no improvement. On an unknown date the patient experienced exudate at the insertion sit. A swab culture of the peg site was collected, results are not known. The patient is being treated with oral antibiotic, clindamycin 300mg.